Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition according to the device explantation report form the electrode was found partially outside of cochlea at explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The family reported that their child was not responding to sound for the past month, however, the user still wanted to wear the audio processor. The user has been re-implanted. According to the device explant report form the electrode was found only partially inserted during the explantation surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The family reported that their child was not responding to sound for the past month, however, the user still wears the audio processor.